Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump volume was too low. Additionally, it was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.